Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer determined that the issue was associated with a faulty speaker assembly. After the replacement of the speaker assembly, the device was returned to functional use with no further issues identified. The customer's issue was resolved by replacing the speaker assembly. Reporting institution phone #: (B)(6), and reporter phone #:(B)(6).

Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.